Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 31 mg/dl; suspected cause was the customer thinks the pump gave to much insulin. Customer was treated with intravenous fluids of saline to address the bg which was resolved with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.